Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 1.1.6, smartphone operating system: 18.1, smartphone hardware: iphone15.4, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing issues with bumps at the pod site on her legs. She described an incident where a bump, initially the size of a tiny acorn, grew to the size of a softball, became very hard, and caused significant discomfort. Clear liquid eventually came out of the bump. The patient sought medical attention at urgent care three days after removing the pod, as the bump was getting worse. She was given a prescription for antibiotics. She has scar tissue on her stomach, so she uses her arms and lower back for pod placement. The symptoms included the bump getting harder, bigger, and more painful. The patient mentioned that her blood glucose levels were normal, and there were no recent messages or alarms on her omnipod 5 app. The pod was worn longer than 48 hours on the leg.